Event description:
The user facility reported the safety cover stopped while the medical staff withdrew the inner needle of the surflo i.v. Catheter device. Follow-up communication with the user facility confirmed the following information: (1) the medical staff performed puncture and then withdrew the inner needle; (2) the safety cover stopped on the way and did not shield the tip of the inner needle; (3) no needle stick incurred; and (4) it was reported no harm to the patient or the nurse.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the safety cover did not shield the tip of the inner needle. Comparing the safety cover of the returned sample with one of normal product found that the metal part of the safety cover was deformed and the guard cover was not in the right position. Retention samples were used to activate the safety cover. This confirmed that the safety cover activated and the inner needle was shielded normally. A review of manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely (1) the inner needle was removed at an extreme angle or rotating. (2) reinsertion of the inner needle into the catheter after the safety cover was activated. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." (2) "do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).